Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the event occurred in the pediatric cardiology department. While pre-testing, the berman catheter the balloon was found leaking. It has been noted that the md is a familiar user and the pre-test was according to the correct procedure. As a result, another kit was retrieved and used successfully. There was no reported pt death or injury. Therapy was delayed/interrupted however, this did not cause harm to the pt. Medical/surgical intervention was not required.